Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the customer's complaint of no image was not confirmed; however, service found that several components were observed to be scratched, demonstrating wear and damage due to external factors. The bending manipulation angle wire was stretched, and the adhesive rubber was scratched and chipped. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that there was no image with the endoeye flex deflectable videoscope. There was no report of patient or user harm due to the event. Details of the reported event were requested but not available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed from the suggested event that either the defect of image sensor unit, failure of internal board of video connector unit or the system caused the event. Olympus will continue to monitor field performance for this device.